Manufacturer narrative:
A sample device was not returned for analysis. The lot number in the file is an inaccurate number. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4)

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate monovision. The iol was exchanged for another lens twenty one months following the initial implantation. Additional information has been requested.

Manufacturer narrative:
Product manufacturing site updated due to receipt of the serial number included on the questionnaire. Manufacturer report number corrected and reported under 9612169-2018-00147. A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was unable to tolerate monovision. The iol was exchanged for another lens twenty one months following the initial implantation. In a follow up, the facility representative reported the patient experienced monovision intolerance in 2016. The lens was exchanged for another lens of the same model with 2 diopters less power. The iol was discarded during the explant procedure.